Event description:
Customer reported that trach tie hurts the skin of the pt. Also reported when the track tie is used with another tracheotomy tube product that is changed every morning, the ties slackens. The nurses must tighten them in the afternoon and that involved redness and a wound on the level of the opening of the tracheotomy.

Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. (B)(4).